Manufacturer narrative:
The investigation of the returned air gas module and oxygen gas module, which regulates the inspiratory gas flow to the pt, has been completed. The reported failure that the oxygen concentration differs during pt treatment was reproduced. The tests revealed that the delta pressure transducer, which is a part of the flow measuring in the oxygen gas module, on the printed circuit board pc1881 inside the oxygen gas module, was defective. The failure of the delta pressure transducer leads to inaccurate gas flow regulation and a delivered gas flow higher then set, which leads to higher pressure and higher oxygen concentration. The cause of the pressure transducer failure has not been determined. (B)(4).

Event description:
It was reported that the oxygen concentration was drifting during treatment of a pt. (B)(4).